Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer replaced the defer board, latch sensor also reseated connections and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.